Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter alleged that the cartridge piston rod was not retracting during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: a review of the pump¿s black box history showed no activity related to the complaint was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The complaint that the cartridge piston rod was not retracting during the rewind step was not able to be duplicated during investigation. No defects were found.